Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. System operates as intended. (B) (4).

Event description:
The customer reported the left monitor went black. No patient injury was reported.